Event description:
It was reported that upon deployment of a g2 filter, the filter did not fully open immediately. Upon manipulation of the delivery catheter, the filter opened as intended. The size of the cava is unknown, as it was reported that the vena cava was not measured prior to placement. No patient injury reported.

Manufacturer narrative:
The device history records (DHR) have been reviewed with special attention to the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing in the DHR to indicate there was a manufacturing cause for this event. The sample evaluation could not be performed as the sample remains implanted and was not returned. The result of the investigation is inconclusive and the root cause is unknown. Procedural and patient factors may have contributed to this event. It was reported that the vena cava diameter was not measured at the time of implant. The information for use for this device states: warning: do not deploy the filter unless the ivc has been properly measured. Caution: when measuring the caval dimensions, consider an angiographic catheter or intravascular ultrasound if there is any question about caval morphology. If the ivc diameter exceeds 28mm, the filter must not be inserted into the ivc. This is the only complaint reported to date for this manufacturing lot number.